Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap / reservoir locks properly into place. Unit passed displacement test and self test. Unit failed sleep current measurement and active current measurement, problem isolated to electronic assemblies. Unit received with cracked case (battery tube) and cracked battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rapid battery depletion, with the battery lasting only 6 to 7 days. The customer also reported a crack on the insulin pump's clip rails. The customer reported no adverse event. The event involved product(s) mmt-1715kr. Troubleshooting was performed that included checking the battery cap for corrosion or damage and reviewing the pump's condition, but the issue persisted. The customer was advised to discontinue use of the pump, revert to the backup plan per healthcare professional's instructions, and follow pump care best practices. No harm requiring medical intervention was reported. The product was returned for analysis.